Manufacturer narrative:
H3: the mouse was returned to the manufacturer for analysis. When connected to a known good system, the returned mouse was found to be fully functional. The mouse had normal tracking and button function. No failure was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was unknown if there was an issue with the mouse or if it was the system that was becoming unresponsive.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The mouse was replaced. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that before a case the representative was getting ready and going into the software to verify instruments. It was noted that the system became intermittent and the wired mouse cursor would move but they were unable to click on the screen. The system was rebooted with no resolution. The system was then powered down with no resolution. The representative used the touch screen which worked okay and the mouse was again able to be used. There was no reported delay to the procedure and no impact to patient.